Event description:
User facility medwatch report (#mw5111439) received that states: patient had a cardiac catheterization on (B)(6) 2022. Femoral artery was closed with 2 perclose devices. Patient underwent a subsequent procedure at another facility on (B)(6) 2022 and that facility reported finding a piece of a closure device in the common femoral artery in the intraluminal portion. They reported that it appeared to be a piece of plastic, similar to the "foot process of the perclose device". They removed this broken piece and performed a thrombectomy. Subsequent to received medwatch report, additional information was provided: it was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to a diagnostic coronary procedure where stenting was performed. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 8f and the procedure was completed. Reportedly, the preplaced sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. One month post-procedure, the patient was admitted to another facility where a plastic piece from the proglide was removed from the patient and a thrombectomy was performed. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report # mw5111439.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.